Event description:
It was reported that during a stent placement procedure in an av graft, the catheter balloon ruptured at 20 atm and upon catheter removal, the balloon was missing. Unsuccessful attempt was made using a snare to retrieve the indwelling piece. The pt was sent to surgery for removal of the catheter balloon from the pt. No further complications were reported.